Manufacturer narrative:
The lens was returned positioned incorrectly in a lens case inside the lens carton. Solution was dried on the lens. One haptic was broken in the gusset area (returned). The optic was cut into pieces, typical in appearance to an insertion and removal. The associated company cartridge was returned inside a small, opened, noncompany pouch. An inadequate amount of viscoelastic was observed in the cartridge. Heavy stress lines were observed on the tip. The posterior left side of the cartridge tip has an enlarged stress area beginning at the parting line. The stress lines enlarged into an aneurysm that has stretched the cartridge tip material and torn to the tip exit. The cartridge wings show evidence of being seated into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. The inner coating was disrupted and rolled within the location of heavy stress and cartridge damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The damaged lens and the damaged associated cartridge were returned. The root cause for the reported complaint was most likely related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. An inadequate amount of viscoelastic was also used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during delivery of the lens into the eye, it was observed that the cartridge injector delivered the lens not from the tip but by tearing the lower part of the cartridge. It was also observed that the trailing haptic was caught in the tear formed at the bottom of the cartridge and it did not deliver the lens from the tip of the injector. The lens was removed from the patient's eye during initial procedure and the operation continued and completed on the same day with a different unspecified lens without any harm to the patient.